Event description:
Customer reports of having high blood glucose of 600 mg/dl. Customer states that high blood glucose were resolved by infusion set change, however, resolutions were temporary as blood glucose continued to rise. Customer was not able to troubleshoot due to keypad anomaly. Customer reports that buttons were not responding. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. No moisture damage inside. Insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.